Manufacturer narrative:
Initial and final MDR (B)(4).- MDR .- device 2 of 3.

Event description:
Reference number (B)(4). Event occured in canada it was reported that the patient faced an issue with infusion set on (B)(6) 2026 as adhesive patch and cannula housing was detached from spring prior to insertion. No further information is available.